Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow up. Upon attempt interrogation, the pulse generator could not be interrogated. Several attempts to interrogate the device were unsuccessful. No intervention was performed, the patient would continue to be monitored.